Event description:
Major pump unit(s) involved: blood pump.additional text: not known at this time.specific component(s) involved: other component malfunction, specify.other component: not known at this time.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify